Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. The customer stated that he could not get insulin out while filling the reservoirs. He stated that he had had 4 reservoirs which would not prime after they had been filled. He stated that he tried to prime using the plunger, but the insulin would not budge. The customer reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.